Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump generated repeated alert 41 errors after the user attempted an insulin shaft rewind, and the alert persisted despite multiple restarts; the user had no backup therapy while traveling and was advised to contact a healthcare professional or emergency services for insulin and to obtain backup therapy, and the user¿s blood glucose was 130 mg/dl. Symptoms included no reported adverse clinical effects. Outcomes included no interruption in glycemic control reported and arrangement for device replacement with instructions to shut down the device, return it with a provided label, and complete startup on the replacement. Investigation included customer support troubleshooting and user education, confirmation of shipping and return logistics, and data synchronization guidance. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the insulin drive system.